Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the anesthesia station was not displayed on the c2safe to refill. A technical support specialist closed the complaint after the customer confirmed that the user had successfully resolved the issue on their end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was not displayed on the c2safe for refill. The customer reported that the station was out of medications during an active procedure in the operating room and there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.